Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2014 at the hospital. At 17:30:45 on (B)(6) 2014, the lifevest detected ventricular fibrillation (vf) with CPR artifact. Gel was released at 17:31:07, but the detection stopped at 17:31:12. No treatment was given by the lifevest due to CPR artifact. The patient later received a non-lifevest defibrillation. The rhythm at the time of the treatment was vf. The post-shock rhythm was asystole. The presence of CPR artifact and the external treatment both indicate the presence of bystanders. The lifevest shut down at 18:19:06 on (B)(6) 2014.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is complete. As received, the monitor was fully functional and able to detect and treat. Device evaluation of electrode belt sn (B)(4) is complete. As received, gel did not deploy from the front therapy pad due to a hole at the o ring/leadthrough area. The failure to deploy did not affect the device's ability to detect and treat. There is no information to reasonably suggest that the inability of the gel to deploy caused or contributed to the patient death. Device manufacture date and usage of device: monitor (B)(4) - reuse. Electrode belt (B)(4): 01/2009 - reuse. Explantation of review of the data does not indicate any device malfunction related to the patient death. There is no information to reasonably suggest that the device caused or contributed to the patient's death.